Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the staple guide noted an empty complement of staples and loose staples in the bag. The staple guide was reloaded with the loose staples. Further inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. The trocar button was rounded. Additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a bypass procedure, the white spike would not stay in the metal leg of the anvil. It would fall out. This was noticed when loading the reinforcement material onto the anvil. The device was not used on the patient. Opened another device to complete the case. Patient was not injured.

Manufacturer narrative:
Analysis summary: post market vigilance (pmv) received one device. The visual inspection of the staple guide noted an empty complement of staples and loose staples in the bag. The staple guide was reloaded with the loose staples. Further inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. The trocar button was rounded. Forwarded to ponce engineering for further investigation of rounded trocar button. If information is provided in the future, a supplemental report will be issued.